Event description:
Ventilator alarmed device alert and displayed "vent in-op" on screen while in use on pt. Ventilator was removed from service and pt was manually ventilated until new equipment was obtained. There was no adverse outcome to pt. Upon review of the device activities log, vendor representative discovered ventilator had experienced multiple communication errors. Vendor replaced the device central processing unit (cpu).